Manufacturer narrative:
The device history record (DHR) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Corrected device evaluation: the device was returned to olympus and evaluated. The device was returned in its original packaging. The lot number was confirmed. The stylet and the stylet wire were both present. There was no indication the product was damaged during shipping. The handle was in good condition, without any physical damage. The handle lock was able to move into all positions and lock into place as intended. When fully advanced, the needle is able to protrude approximately 1.50 inches as manufactured. Upon advancing the handle to extend the needle, there was some minor resistance when doing so. The distal needle tip is sharp and without any physical defects. The sheath adjuster is able to rotate and the screw is able to lock the mechanism into all locations. The connecting slider is able to move up and down as intended. The distal hypo tube is present and in the correct location near the end of the distal end of the sheath. Under a microscope, it can be seen that the (polyether-block-amide (pebax) has indeed torn. This may have resulted in the minor resistance when advancing the needle. It was reported in action item that a plastic component came off during the procedure. Based on the torn pebax, it is likely that the plastic component that came off and was retrieved from inside the patient was the torn off pebax. This component was not returned to olympus. On page 13 of the device instructions for use (IFU) it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." The observed failure is a known phenomenon resulting from forcing the device through resistance and wear between sliding surfaces. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Phone number: (B)(6). The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the needle in question goes very loosely on the maj-1414 - and comes off accordingly. A slight noise from the engagement can be heard and felt, but the engagement in this case is insufficient. The slider can release itself during normal handling without the user noticing. Comparison needle - you don't hear any click/locking at all and the slider can only be put on the maj-1414 with force. But it holds better. This is also not a correct assembly, because the locking mechanism should always work noticeably and audibly, with sufficient fixation. We used the supplied disposable biopsy valve adapter when testing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a single use aspiration needle, the sheath of the needle detached from the distal end and adhered to the bronchial wall of the patient. The incident occurred during the second puncture of a large ganglion. The ganglion was located on the right and left paratracheal side. The first puncture was ganglion paratracheal, the second puncture was inferior 3rd paratracheal. The physician was able to successfully remove the detached sheath and complete the procedure. No adverse effects to the patient have been reported due to this occurrence. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.